Event description:
It was reported, the device was explanted due to oversensing. The patient condition is well.

Manufacturer narrative:
The reported field event of oversensing was confirmed in the laboratory via review of stored electrograms. The device was tested on the bench and using automated testing equipment and no anomaly was found. The cause of field event was due to a lead anomaly.